Event description:
Report received from abbott international affiliate (abbott france) that states, "breaking of the tubing close to its final join on the y-injection site, causing a leak of blood (volume estimated = 40ml). Reporter thinks that the pt is in cause, but the pt had the hands tied up. Looking at another sterile tubing, the reporter says there's a "bubble" at the finaljunction on the y-injection site, and pulling on it with a weak strength makes it break". The tubing was reportedly changed out. There was no report of any adverse patient event. Additional information was requested, but no further information was available.